Event description:
The manufacturer received information alleging an issue related to a rep dreamstation auto CPAP device's sound abatement foam. The patient has passed away. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously received information alleging an issue related to a rep dreamstation auto CPAP device's sound abatement foam. The patient has passed away. The device was returned to a pil. The technician confirmed no evidence of foam particles in the air path during the device evaluation. There were some secondary findings like 0 errors logged. Pil was unable to get care orchestrator information from device. Dust-like contamination at the air inlet of the blower box. Dust-like contamination was on top of the blower box. Adhesive residue on bottom enclosure. Black dust-like contamination on the ui panel.